Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 11.9mmol/l. The customer was experiencing issues with the battery running down. The customer was explained the causes. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to clean out battery compartment and inserted a new battery. The customer stated the screen did not come back. Customer does have a backup plan and agreed to swap.

Manufacturer narrative:
Insulin pump received with normal sleeping current. Insulin pump monitored for several days and no blank display noted. The battery tube connector plugged in properly to printed circuit board one during visual inspection. Insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.